Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an ipg replacement procedure for unknown reason and was doing well postoperatively. The explanted ipg was not returned it was reported that the patient was charging the ipg frequently for longer period of time. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible and was doing well postoperatively. The explanted ipg was not returned.